Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the 3d imaging stopped midway. Stopping occurred at the same place each time. A physical obstacle was encountered, so a phenomenon occurred. It was removed and the situation was recovered. No impact on patient outcome. There was no delay.